Event description:
It was reported that oversensing had been observed on the lead. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).